Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found and external insulation abrasion was found at 11.5 ¿ 11.7 cm from the connector pin breaching the rv cable lumen consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.